Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.